Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w 4.11d. Pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked retainer and cracked battery tube threads.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.